Event description:
Product change by manufacturer, westmed, inc. Without notification. Effective product, model #ref 7-9810, ambu bag. Ambu bag attached securely to mask with red cap. Red cap prevents air movement between bag and mask. Red cap should be removed for resuscitation gear to function properly. Staff surprised by presence of red cap and once used, noted it should be removed prior to attachment to ambu bag. Notified manufacturer of our pt safety concern regarding this product. They are working on providing a permanent preventative response to this issue.